Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported, during reprocessing it was discovered that the distal tip was covered, involving an olympus cysto-nephro videoscope. There was no report of patient involvement.